Event description:
Reportedly, during a myelogram procedure, the pt fell off the table when the table was positioned at 90 degrees. At this time, the extent of injury to the pt is reportedly a fractured nose. Allegedly, the footrest ankle clamps did not secure the pt properly, ie the clamp sleeve did not mechanically lock in place. Also, radiology personnel did not use other restraint accessories such as hand grips and pt harness as add'l backup means to restrain this pt at the time of this event.